Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received no delivery alarm after motor error. The customer¿s blood glucose level was 274 mg/dl at the time of incident. Customer stated insulin exited the tubing. Customer stated the insulin pump did not alarm no delivery. Troubleshooting was performed. The insulin pump will not be returned for analysis.